Manufacturer narrative:
Block b5 has been updated with the additional information received on august 24, 2020. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Block h6: problem code 3009 captures the reportable event of stent positioning issue. Conclusion code 4316 is being used in lieu of an appropriate code to capture the conclusion of device not returned. Block h10: according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 27, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst in the pancreas during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange was stuck in the endoscope. The stent eventually deployed and was removed using forceps. Reportedly, the cyst was not drained and it is unknown how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on august 24, 2020. The complainant reported that during the procedure, the second flange was deployed inside the scope; however, the physician had trouble releasing the second flange out from the scope. Reportedly, the stent eventually deployed but in an incorrect location.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 27, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst in the pancreas during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange was stuck in the endoscope. The stent eventually deployed and was removed using forceps. Reportedly, the cyst was not drained and it is unknown how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.